Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for gram negative organism in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1gm, once in 96 hours, ip), amikacin (250 mg, loading dose, ip then 125 mg, daily, ip) and fortum (1gm, daily, ip). Dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome for the event of break in aseptic was unknown. It was unknown if the peritonitis resolved. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.